Event description:
This research article was a prospective, single- center, observational study designed to analyze and compare the short-term dynamic changes of the mitral valve (mv) geometry throughout the cardiac cycle in patients with secondary mitral regurgitation (smr) following transcatheter edge-to-edge repair (teer) using mitraclip and the pascal systems. Adverse effects, such as recurrent mitral regurgitation, were displayed in figure 4, ¿evolution of mitral valve regurgitation at baseline, at discharge, and during follow-up.¿ there was an increase in moderate and severe mitral regurgitation (mr), and a decrease in mild mr at the 1-year follow-up in comparison to the mr results at discharge. Pascal and mitraclip showed comparable short-term effects on mv geometry. However, pascal might better preserve mv function and demonstrated more durable mitral regurgitation reduction during follow-up. Identification of independent predictors for mean transmitral gradients might potentially help to guide device selection in the future. Details are listed in the attached article, titled: short-term effects of different transcatheter edge-to-edge devices on mitral valve geometry.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported recurrent mr could not be determined as no case-specific information was provided. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. A2: mean age. A3: majority gender. B3: date of event was estimated. D4: the UDI is unknown as the part and lot numbers were not provided. D6a: date of implant was estimated.